Event description:
It was reported that patients ipg would no longer able to hold a charge, the patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.